Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the guidewire used for placement of hd (hemodialysis) line became bent and frayed requiring surgical removal. No clinical signs, symptoms or conditions.